Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.2-p001. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 26 mmol/l (468 mg/dl) while wearing the pod between 5 and 24 hours on their arm. Upon realization of high bgs, the pod was removed. When removed, the patient saw that the cannula was 'curled back' in the pod. Additionally, there was blood present at the pod site. As treatment a new pod was applied.

Manufacturer narrative:
The device had the cannula assembly undeployed, with the slide insert not visible in the top housing viewing window, but with the linkage assembly in deployed state, indicating the needle mechanism had fired. The download data shows the device completed both 1st and 2nd prime. No alarms, timeouts or drive stalls were observed. Upon opening the pod, it was confirmed the needle mechanism had fired, but the slide insert was not securely held in place in its intended position by the catch beam. The catch beam was found to be incorrectly installed. Due to the incorrect installation, the catch beam was unable to hold the slide insert in a deployed position leading to the slide insert and soft cannula retracting back into the pod. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined.